Event description:
Artelon cmc spacer arthro was implanted in my right thumb. Within a few months, it began to hurt and within a year it had completely shredded, requiring another surgery to remove it, and a tendon transfer/joint removal to replace the artelon spacer. My dr. Said that he will not use the space anymore, as the failure rate is way too high. Dates of use: 2008. Diagnosis: thumb base osteoarthritis.